Event description:
It was reported that signal loss over one hour occurred for the g6 receiver, transmitter number (B)(4). However, data for the android app g6, transmitter number (B)(4) was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).